Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 20-jul-2021: the investigation was re-opened upon receipt of the device. Examination of the returned device found the liner to be worn. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the event in the revision surgery. This pc reports about the revision surgery on (B)(6) 2021. It was reported that on (B)(6) 1994, the primary surgery was performed with the head, liner and lock ring in question. On (B)(6) 2021, the patient underwent the revision surgery due to unknown reason. During the surgery, the surgeon successfully removed the head and line.